Manufacturer narrative:
Intuitive surgical, inc. Received the part associated with this complaint, and a failure analysis (fa) investigation was completed. Fa confirmed the customer reported complaint with the primary failure of a frayed grip cable. No broken cables were observed on the instrument; rather, the instrument was found to have a frayed grip cable at the distal end. Additionally, the investigation uncovered several observations not reported by the customer. The instrument was found to have various scratch marks on the main tube, with light material removed. The scratch marks were approximately 0.070¿ - 0.306¿ in length, and they were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The product has not been returned to intuitive surgical, inc. For evaluation. A review of the site's system logs for the reported procedure date could not be performed at this time, due to insufficient event information. The reported procedure could not be found in the logs. Per the device logs, the reported instrument was not used on the reported event date. Two fenestrated bipolar forceps instruments were reported for the same event. The customer confirmed that these issues occurred during the same procedure; the details regarding the number of events that occurred are unclear. In the absence of clarifying information, both records will be reported as adverse events and malfunctions. This medwatch report (MFR report number) represents one of the reported fenestrated bipolar forceps instruments. A separate medwatch report (MFR report number 2955842-2023-19896) was submitted for the other fenestrated bipolar forceps instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a cable at the wrist of the fenestrated bipolar forceps instrument broke. This occurred 30 minutes after the procedure began. As the superior pulmonary vein was being isolated, the broken cable slid over the vessel, causing approximately 200 ml of blood loss. The bleeding was resolved with the use of gauze and sutures. As a result of this issue, the procedure was converted to thoracotomy. Per the customer, the patient tolerated the procedure conversion well, with no additional injury. No post-operative complications occurred. No anatomical factors nor unexpected movement of an intuitive device caused or contributed to the bleeding. No blood transfusions were required. The surgeon did not know what caused or contributed to the broken cable; the instrument was inspected prior to use, and no damage or anything out of the ordinary was observed.